Event description:
The customer alleged that there was h2o2 on the peel pouch when she removed the load. The customer experienced a burning sensation on her finger and the skin turned white. The customer did not see the hydrogen peroxide on the peel pouch. No personal protective equipment (ppe) was worn. The customer ran her finger under cold water and kept her hand in saline solution for one hr. The tingling sensation went away. The customer then visited an employee health nurse but was not prescribed anything.

Manufacturer narrative:
Other - skin contact - capital equipment, evaluated at customer site. The fse diagnosed the unit intermittently canceling with h2o2 monitor failure. The fse replaced the h2o2 lamp and performed product verification. An empty cycle also completed. The unit conformed to the MFR's specifications. Result: lamp. Conclusion code: other - user guide update: based on user reports about contact with residual hydrogen peroxide from instrument pouches and trays after sterilization and subsequent light colored residue on these devices after sterilization updated user guidance has been issued.